Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a bent cannula on (B)(6) 2024. The blood glucose of the patient was over 600 mg/dl which was treated by correction bolus via pump and mother and healthcare professional provided insulin. Alao, he had high ketones. The site was patient's abdomen. Moreover, the issue occurred with two similar types of infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-05978 - device 2 of 2.